Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the positioning sensor unit (psu). The navigation system then passed the system checkout and was found to be fully functional. The suspect positioning sensor unit (psu) was returned for evaluation. Analysis confirmed the complaint. The device had many nicks and scratches on the housing. A low battery voltage was found and an electrical failure was confirmed.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was hit and caused an amber light. The clinical specialist confirmed that the ndi toolbox indicated that the bump sensor was triggered.